Manufacturer narrative:
The manufacturer previously reported information of a device returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information from gfe states that there is allegation of atherosclerotic thoracic aorta and degenerative spines, and urinary symptoms. In this report, section b1 - adverse event/product problem and outcomes attributed to ae has been updated. Health impact grid: serious injury/illness/impairment corrected data: b1 - product problem to adverse event, required internvetion.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged particles in tubing/chamber, black stuff around the chamber of the device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.